Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had black screen and not turned on and also auxiliary drawers 7.1 and 7.2 were not detected on bus after restarting. A field service engineer removed the back panel, noted that no light emitting diodes (led) lights were present on auxiliary drawers 7.1- 7.2. The fse then replaced both the drawer and pyxibus controller boards to resolve the issue and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device failed to power up and was offline in rss. The device screen was black, and the unit did not power on. Staff attempted to restart the pyxis device but were unable to restore power, preventing medication retrieval from the unit. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.